Event description:
It was reported that this right atrial (ra) lead had unsuccessful right atrial automatic threshold (raat) tests due to low evoked response. Per the last successful raat test, ra auto 3.5v and the ra was programmed to trend 2v. Review of the presenting electrogram (egm) showed ap vp with as every two seconds, likely due to ra non- capture with sinus bradycardia in the 30s beats per minute (bpm) based on an output of 2v and high ra thresholds. Technical services (ts) discussed troubleshooting options and next steps, recommending ra lead evaluation in clinic and possible ra lead revision at the next device changeout. This ra lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).